Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on september 2010 and performed to specification up to 22nd may 2011. On the 27th may 2011 the device failed a self-test during a manual power cycle due to a low battery. On the 8th april 2012 the device failed a weekly auto self-test and a self-test during a manual power cycle, both due to a low battery. On the 10th april 2012 the device passed a self-test during a manual power cycle, then performed as expected, alongside random manual power ons, up to the 26th july 2015. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the (B)(4) 2015. The pad-pak was then removed. A pad-pak was installed on the final history log entry on the 17th august 2015 with the device successfully passing an auto self-test. Investigation found the reported fault can be attributed to membrane failure. The random nature of events and the 10 minute time outs, would suggest a failing membrane. The fault was witnessed during the investigation and it could not be replicated with a new membrane fitted. Furthermore, the voltage fluctuation across the pogo-pins was reduced enough to cause the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.